Event description:
It was reported that a prismaflex machine displayed incorrect information during hemodialysis therapy. The patient fluid removal (pfr) was set to zero (0) ml and the machine showed a pfr >1000ml 56 hours into treatment. The machine did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. Technical review of the log file revealed that the machine alarmed due to a fluid removal rate setting change during treatment, and the therapy was not initially discontinued to address the alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to user error. Should additional relevant information become available, a supplemental report will be submitted.